Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges headaches; sore throat; respiratory problems; eye allergies; anxiety; fatigue; asthma; eyelid irritations; chest pain. The patient was prescribed prescription medication the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.